Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Healthcare professional reported "rupture" of a left side device. Device remains implanted.

Event description:
Healthcare professional reported MRI-confirmed "rupture," "gel fracture" and breast "distorted and painful" of a left side device. Device was explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified a ruptured device; fold creases and red particle materials on the shell/gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported MRI-confirmed "rupture" of a left side device. Device was explanted.